Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: tyvek. The long60a device was returned inside its original package. Upon visual inspection of the package, a hole was noted on the lower right corner of the tyvek and evidence of dragging was noted around the hole. See pictures. The damage found at the tyvek of the packaging is related to external handling from ees. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Event description:
It was reported that prior to an unknown procedure, it was discovered that the device had a hole in the tyvek. This device was not used. The case was completed with another device of the same product code. There were no patient consequences reported.